Event description:
The customer reported the system was not collimating properly. There were problems with the beam alignment. No pt involved.

Manufacturer narrative:
The ge service rep completed a setup of the image instensifier and camera to align the xray field and image displayed field. Function checked and the system performed as desired.